Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that on (B)(6) 2012 the patient obtained blood glucose readings of "530, hi, and 530 mg/dl" with the subject meter, performed within 20 minutes of each other. Per the owner's booklet, the meter gives a message of "hi" when it detects a blood glucose greater than 600 mg/dl. The reporter stated that in response to the alleged meter results, the patient administered 85 units of novolog insulin and approximately 30 minutes later the patient became sweaty and "non-responsive." The reporter stated the patient was taken to the emergency room at approximately 2:30 am where he was treated with IV glucose after the patient's blood glucose level was determined to be low at 40 mg/dl. At the time of troubleshooting, the cca discovered that the patient was using test strips that were past their expiration date. Replacement products were sent to the patient. This complaint is being reported because the reporter stated the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began. The patient's alleged hypoglycemia can be attributed to use error, since the patient was using expired test strips. The instructions for use instruct the user not to use test strips that are beyond their expiration or discard date.